Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusions: the report of damage to the outer jacket of the pump cable was confirmed via the submitted photographs. A specific cause for the observed damage could not conclusively be determined through this evaluation. There were no alarms or adverse patient consequences associated with this event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No additional complaints have been reported at this time. The hm3 IFU and patient handbook contain information on caring for the driveline. A damp cloth can be used to clean exterior surfaces of the external parts of equipment and that water, with or without a mild dish soap, may be used as a surface cleaner. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the outer layer of the pump cable was damaged and was repaired with rescue tape. No further information was provided.